Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of a questionable high inr result from their coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 8:30 am the result from the laboratory was 2.1 inr. At 10:30 am the result from the meter was 3.0 inr the customer's therapeutic range is 3.0 - 4.0 inr. The customer took no actions based on the meter results. The customer increased their dosage based on the laboratory result. There was no allegation of an adverse event. The customer does not have any hematocrit concerns, in not on heparin therapy, does not have antiphospholipid antibodies, is not using direct thrombin inhibitors, has not made changes to their coumadin dosage since last testing, no changes in medications, no new illnesses, no changes in diet, and no symptoms of high blood pressure. Replacement products were sent. The customer's meter and test strips were returned. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation is currently ongoing.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 hct: 50%, donor 2 hct: 47% . Testing results: donor #1: retention meter and master lot strips: 2.5 inr, customer meter and customer strips: 2.5 inr, 2.5 inr, 2.5 inr . Donor #2: retention meter and master lot strips: 2.3 inr , customer meter and customer strips: 2.3 inr, 2.3 inr, 2.4 inr . The maximum difference between measurements with the same blood sample was 4%. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.